Manufacturer narrative:
Additional information section h4 - device mfg date updated from blank to 10/27/2023 the complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the total bilirubin reagent lot 64826uq08 was identified.

Event description:
The customer observed falsely decreased alinity c total bilirubin results for patient samples. The following data was provided: 08may2024 sample ID (B)(6) initial result = <1.7 ¿mol/l, repeat result on another instrument (ac05745) = 7.40 ¿mol/l sample ID (B)(6) initial result = <1.7 ¿mol/l, repeat result on another instrument (ac05745) = 12.17 ¿mol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity c total bilirubin results for patient samples. The following data was provided: (B)(6) 2024 sample ID (B)(6) initial result = <1.7 mol/l, repeat result on another instrument ((B)(6)) = 7.40 mol/l sample ID (B)(6) initial result = <1.7 mol/l, repeat result on another instrument ((B)(6)) = 12.17 mol/l. No impact to patient management was reported.